Event description:
It was reported by the customer that the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned during use by displaying a message indicating that no backup battery was detected, with no other alarms present and the device's feedback was normal. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions), h11, e1 (initial reporter), e3. At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. The customer unplugged the unit and then plugged it back in. The iabp was charging and functioning normally. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.